Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received repeated loss of prime alerts and the alerts persisted even after switching to a new box of cartridges. Patient reported that the cartridge was cycled before used, the cartridge cap tightened properly, no change in force or temperature, and no trauma or visible damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.